Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting low pacing impedance measurements less than 200 ohms. There was no additional information available. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated a lead revision procedure was performed. The lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated the patient was currently clearing an unrelated infection. The physician planned to address the lead issue after the infection cleared. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the health care professional (hcp) indicated there were no known changes in pacing thresholds or intrinsic sensing measurements. The patient planned to see the physician in a couple of weeks. Per the physician, this was not a new issue. No adverse patient effects have been reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.